Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit's optical sensor calibration error occurred and the device was replaced with another iabp device. There was no health damage.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold (0104-00-0018). Operational inspections were conducted according to inspection sheet.

Manufacturer narrative:
Corrected fields: UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4). UDI information provided for original model/catalog, as per product labeling. Updated fields: b4, d9, g1- contact person at mfg site, g3, g6, h2 and h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold. Operational inspections were conducted. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat). Failure analysis received from the supplier for the part. They stated the part passed testing: "unit failed k6 pull in and cycle test. It passed the pull in and cycle test for the k7 and k8 coils. The resistance valves were all within the acceptable range. Leakage was observed when testing the k6 portion of the testing was active. When k7 and k8 portions of the test was performed no leakage was observed.". Root cause for this part is a faulty k6 solenoid. Retaining the part in the failure analysis and testing department per procedure.